Manufacturer narrative:
(B)(4). The reported field event of an inability to program the device was confirmed in the laboratory. The packaging label identified the product as a fortify assura dr model cd2359-40qc whereas the product is a fortify assura cr model cd1359-40qc. The serial number matches that of the device. The mismatch between the model number on the product label and the model number of the device was the cause of the complaint. (B)(4).

Event description:
It was reported that prior to the implant procedure, the physician attempted to interrogate the device and realized that only vvi pacing mode was programmable. The physician elected to not use the device, and implant another one instead. The patient was in good condition.